Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was around 300 mg/dl to 400 mg/dl. The customer reported that they experienced difficulty in breathing. The customer reported that she was in an accident. The customer treated high blood glucose levels with insulin shots. It was unknown whether the insulin pump was on auto mode at the time of the incident. The customer would like to wait for replacement hence troubleshooting was not done. The insulin pump will not be returned for analysis.